Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was observed during review of the device's history log; however, the device was put through extensive testing without duplicating the malfunction. The ac charger was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.